Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. The pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker. The pump had moisture damage on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 131 mg/dl at the time of incident. The customer stated that the pump was tucked on her side and she was sweating. She also stated that there was a crack in the front facing the side of the pump and condensation in the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.